Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent came off the balloon. The target lesion characteristics and location are not known. At some point during the procedure, an unspecified size taxus liberte stent came off the delivery balloon but was retrieved. The procedure was then completed with another of the same device. No patient complications were reported and the patient status is reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.